Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured before the procedure. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured before the procedure. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was also not depressed. The stopcock was found open with a cordis mynx syringe detached from the unit. The sealant was present in the manufacturing position and fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. No catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A loss of pressure was noted during the leak test conducted through balloon inflation and deflation evaluation, suggesting a possible balloon failure. A high magnification evaluation was performed to assess the balloon. During this analysis, a longitudinal tear in the balloon was observed. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device. A tear was noted on the balloon surface. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.